Event description:
A malfunction was reported on a pump. There was no adverse impact on the customer's blood glucose level as it did not exceed the threshold. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.